Event description:
A nurse in the ICU had difficulty pushing the safety shield in place to cover the needle of a safepico aspirator. She passed the sampler over to an assisting nurse, who then stuck herself on the needle when trying to close the shield.

Manufacturer narrative:
A meeting was held with the ICU nurses, nurse managers, trainers and a rep from central services. The nurses' procedure was observed and proper use of the device was demonstrated. From the meeting, it was clear that the product was functioning properly. The local radiometer representative will provide additional user training, training material and follow-up support. A follow up report will be filed when information about the nurse's condition is available.